Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's spouse reported via phone call that the customer was hospitalized due to diabetic ketoacidosis and high blood glucose on (B)(6) 2018 with blood glucose of over 300 mg/dl. Customer was treated at the hospital. The customer was wearing the insulin pump during the hospitalization. Customer's spouse reported that the insulin pump had a motor error alarm prior to hospitalization. Customer's spouse also reported crack on the insulin pump and had a no delivery alarm. The customer's spouse stated that the drive support cap was normal and that the insulin pump was not exposed to high magnetic fields and was able to complete the rewind process. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
The device was received with operating currents within specification. The device passed basic occlusion test and displacement test. However, unable to prime unit during prime test due to slightly loose drive support disk. Unable to perform occlusion test, excessive no delivery test, displacement accuracy test or verify motor error alarms due to prime anomaly. The motor was tested outside the device and passed. The device was received with cracked case at display window corners, cracked display window, cracked reservoir tube lip, cracked battery tube threads, minor scratched display window, scratched case and stained end cap sticker.